Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient faced a bent cannula and kinked tubing due to which she experienced high blood glucose level on (B)(6) 2022. Therefore, they tried to treat it with insulin pump, but on friday ((B)(6) 2022), the patient was admitted to the hospital with blood glucose level over 500 mg/dl. Reportedly, the patient did not receive any alarm and the pump did not tell her that when she did not get insulin. Further, the patient stayed in the hospital for three days and was released on sunday ((B)(6) 2022). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.